Manufacturer narrative:
Additional data: h6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: b5: the reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, during the same surgery due to the lens tore/broke during injection/delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. . Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, during the same surgery due to lens tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The problem was resolved. The cause of the event was due to the device.